Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the black box data revealed records beginning (B)(6) 2017; data from the time of the complaint had been overwritten due to continued patient use. A review of the available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on normally and passed delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint.